Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation was not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On (B)(6) 2025, a sales representative via phone reported that an ar-3680 fibertak® button implant system had bent. This occurred during a subpectoral biceps tenodesis on (B)(6) 2025. This occurred upon insertion. The device was removed, and the case was completed using another ar-3680 in another location, requiring a new hole to be drilled. The patient had good bone quality. This resulted in a 3-minute delay where no additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.